Event description:
Olympus maj-2315 (single use distal ercp cap) not secure on ercp scope. Tried 5 and kept falling off. Tried a different lot number and it worked. Lot # h4820. Reference report: mw5171935, mw5171936, mw5171937, mw5171938. Pt code: 4582. Device code: 2907.